Manufacturer narrative:
Review of the device's DHR identified that the ddp-100 adult pads shipped with the AED expired on 08/2017. It appears that the user replaced the expired ddp-100 adult defibrillation pads with ddp-2001 adult pads, which are not designed to function with this AED. Additionally, it appears that the user did not pre-connect the pads to the AED per the manufacturer's requirements, specifically; the ddu-100 AED is designed to be stored with the electrode cable already installed - this allows the pads to be stored in a pre-connected state for rapid deployment during an emergency and simplifies the procedure for setting up and operating the device in an emergency.

Event description:
A professional user facility reported that during an attempted use, the adult pads stored with the AED could not be connected to the AED and they used pediatric pads instead. They reported that the adult patient was shocked twice and that defibrillation was successful after the second shock, however; the patient later died. During device troubleshooting, it was determined that the adult pads used during the attempted use were not the correct model pads for this device - hence the reason for this MDR.